Event description:
It was reported that the pump went into safe state on (B) (6) 2010. The pt presented to the ER on (B) (6) 2010 with mental status changes as well as increased spasticity. The pt was administered supplemental baclofen via g-tube. The replacement surgery was scheduled for (B) (6) 2010 and then cancelled. The pump reset to safe stated on (B) (6) 2010. Surgery was rescheduled for (B) (6) 2010 and cancelled again. On (B) (6) 2010, the pump was reprogrammed to therapeutic rate. Replacement surgery was subsequently performed on (B) (6) 2010. Csf flow was confirmed intra-operatively. The pt was "stable and well-controlled" at the time of surgery. The baclofen dose was restarted at 195 mcg/ml with the new pump. As far as the reporter knew, the pt had no injury and recovered without sequelae.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).